Event description:
It was reported that the pump was overinfusing. On (B)(6) 2014, the pump overinfused by 5.6ml and on (B)(6) 2014, it overinfused by 4.4ml. The patient did not experience any signs or symptoms. The device system was used to deliver dilaudid, baclofen and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was later reported that, on (B)(6) 2014, a volume discrepancy indicated overinfusion of 3.8ml.

Event description:
It was later reported that the pump was replaced on (B)(6) 2014. On the same day, patient outcome was resolved without sequelae. The patient's medical status prior to the event, troubleshooting or diagnostics, and additional interventions were not reported. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.